Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient experienced hemodynamic de-compensation, st elevation and acute thrombosis occurred. The target lesions were located in the proximal, mid, and distal right coronary artery (rca). Subsequently, three synergy drug-eluting stents were implanted in the target lesions and the patient was given brilinta ad heparin. However, 32 hours later, the patient was sent back to lab due to hemodynamic de-compensation, st changes and thrombosis was found in rca. The clot was extracted and integrilin was administered. No further complications were reported.